Manufacturer narrative:
(B)(4). Batch # r5908h. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received partially fired 1/16 and loaded in the device. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the powered echelon stapler had locked out and was stuck on bowel tissue. They had already tried the manual override and stated it wasn't working. They tried and continued to push the manual override back and forwards until it stopped and then tried to open the gun. It still wasn't working. They were unable to open the device and the surgeon said they were going to open another stapler and resect lower to cut the device off the tissue. No other details were provided.